Manufacturer narrative:
Clarification to reason for reoperation: "an expired implant was implanted".

Event description:
The device has been explanted and discarded.

Event description:
Healthcare professional reported right side "remove and replace implant exchange because the patient wanted better breast implants", "no adverse event reported". Healthcare professional later reported "unsatisfactory results with no complaints against the devices and implant date past device expiration date." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.